Event description:
Pt implanted in 1999 in upper vermilion border. Onset of infection, granuloma skin, extrusion, edema in perioral 2/1/1999. Pt treated with valtrex 2/1/1999, tetracycline 2/26/1999 and 3/8/1999. Implant explanted in 1999.